Event description:
It was reported the device's battery voltage dropped from 2.85v to 2.65v in one day. It was also reported that there was an increase in battery impedance but not enough to cause this kind of a drop in voltage. The device remains in use. No patient complications have been reported as a result of this event. Additional information has been requested but not yet received.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: product ID 5076-58, implantable pacing lead, implanted: (B)(6) 2007; product ID 4064, implantable pacing lead, implanted: (B)(6) 1998. (B)(4).

Manufacturer narrative:
This device was included in a field action, but product analysis found that the device did not perform as described in the field action. Evaluation summary: analysis of the device memory showed the battery indicator signifying that it is time for device replacement and the eri (elective replacement indicator) is the result of high internal battery resistance.